Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that for the light source, there was no power supply. The issue was found during set up/ inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g3, h2, h3, h6, h11. Corrected fields: a2 - dob null, a2 - age units (patient), a4 - weight units (patient),a5 - ethnicity, a6 - race, b6 - relevant test/laboratory data and b7 - other relevant history changed ni to na. B5 - describe event or problem. H6 - health effect - impact code, code corrected to f27. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: converter malfunction. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause is the power does not turn on due to a converter malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There were no reports of patient involvement.